Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump showed error 30, the pump was exposed to moisture, and there was a crack at the battery compartment. The customer stated that the insulin pump was thrown into the pool and switched off because of the water in the pump. Troubleshooting was performed and the customer mentioned the battery cap was also damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the device and the device will be returned for analysis.

Manufacturer narrative:
Unit received with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor/motor]. Unable to download pump's history and trace files using thump due to flashing medtronic logo. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case, cracked battery tube threads, and cracked case on the battery tube side.cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Unit received with no battery cap, therefore unable to determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Unable to verify pump error 30 alarms due to flashing medtronic logo. Flashing medtronic logo confirmed due to severe corroded electronic assemblies. Unable to download history files and traces confirmed. Pump exposed to moisture confirmed at [pcba 1 / pcba 2 / force sensor/motor].medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.